Manufacturer narrative:
On 01 december 2017 we were informed by the complainer that the second step of the surgery has been completed. The surgeon revised the abx spacer and implanted permanent product. The surgery was completed successfully on (B)(6) 2017.

Event description:
The patient came in due to signs of infection. The patient was positive for an infection. The pathogen will not be disclosed. The surgeon removed all medacta hardware and implanted an antibiotic spacer. The surgery was completed successfully. On 01 december 2017 we were informed by the complainer that the second step of the surgery has been completed. The surgeon revised the abx spacer and implanted permanent product. The surgery was completed successfully on (B)(6) 2017.

Manufacturer narrative:
Batch reviews performed on 18 september 2017. Lot 155245: (B)(4) items manufactured and released on 15 january 2016. Expiration date: 2021-01-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Versafitcup acetabular shell cc trio ø 46, code 01.26.45.0046, lot. 160097 (k103352) (B)(4) items manufactured and released on 29 april 2016. Expiration date: 2021-04-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Versafitcup flat pe hc liner ø 32 / c, code 01.26.3239hct, lot. 160851 (k120531) (B)(4) items manufactured and released on 19 may 2016. Expiration date: 2021-05-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mectacer biolox delta ceramic ball head 12/14 ø 32 size s -4, code 01.29.204, lot. 160547 (k112115) (B)(4) items manufactured and released on 29 april 2016. Expiration date: 2021-04-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Cancellous bone screw flat head ø 6,5 l 25, code 01.26.65.25, lot. 154186 (k103352) (B)(4) items manufactured and released on 06 october 2015. Expiration date: 2020-08-31. No anomalies found related to the reported issue. To date, (B)(4) items of the same lot have been already sold and this is the second similar event reported on this lot.

Event description:
The patient came in due to signs of infection. The patient was positive for an infection. The pathogen will not be disclosed. The surgeon removed all medacta hardware and implanted an antibiotic spacer. The surgery was completed successfully.